Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected field in e1 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the electrode was applied close to the distal end of the endoscope when the high-frequency cauterization was used. A definitive root cause of the reportable issue could not be determined. Inspection method for the suggested event is described in the instruction manual (operation manual) for bf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (niigata prefecture regional medical promotion organization uonuma core hospital); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the bronchovideosocpe exhibited a burnt plastic distal end cover. There were no reports of patient involvement.